Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. There are no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the objective lens, the screen turned white with no image. It may return to normal at times. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.